Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following information related to the failure mode: ¿the suggested event is detectable by following IFU ltf-190-10-3d operation manual chapter 3 preparation and inspection:3.6 inspection of the endoscopic system: inspection of the endoscopic image.¿. Based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. However, investigators believe it¿s likely that the reported failure mode was cause by either a damaged sensor unit or printed circuit board connector as the result of excessive force applied to the subject device. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited a b30 scope communication error. There were no reports of patient involvement.